Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 223 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.